Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the insulin gauge was inaccurate with multiple cartridges. Customer continued to use the existing cartridge on the pump for insulin therapy. Customer¿s blood glucose level was 130 mg/dl.